Manufacturer narrative:
Additional information received and the clinical assessment has been updated and captured to b5 event description. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event that includes the additional information. Correction(s): section e1 was updated to reflected initial reporter's title as doctor, and correspondingly, section e3 was updated to reflect the occupation as physician. Section d1 brand name was corrected accordingly.

Event description:
An impella cp was inserted via right femoral artery in a 74-year-old female who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography & interventions (scai) stage e. The patient received support from the cp for coronary angioplasty procedure. During procedure, when the impella repositioning sheath was advanced and contrast injected down the right leg via the side port, there was no flow observed. On unknown day, the patient was cannulated for veno-arterial extracorporeal membrane oxygenation (ECMO). The ECMO perfusion sheath was hooked to the ECMO cannula, then y'd into the cp. Later, the team notified abiomed that there was anemia and blood products infused to support the patient and associated blood loss. On day 3 of support, care was withdrawn and the patient expired. Limb ischemia and death are known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
Additional information was received and captured to the updated clinical narrative documented in b5 event description. Following this update, the complaint coding was revised to more accurately reflect the reported event. As a result, the h6 health effect clinical/impact coding and the medical device problem coding were fully updated accordingly. Note: the product investigation has been reopened given the additional information and upon completion a supplemental/follow-up report with investigation result will be submitted accordingly. Correction. D4 catalog number, d4 serial number and d4. Unique device identifier were updated, corrected accordingly. G7 report source was updated to include study and b7 medical history inadvertently omitted was captured.

Event description:
An impella cp was inserted via the right femoral artery in a 74-year-old female admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support from the cp for coronary angioplasty procedure. During the procedure, when the impella repositioning sheath was advanced and contrast injected down the right leg via the side port, there was no flow observed. The patient was cannulated for va ECMO. The ECMO perfusion sheath was hooked to the ECMO cannula, then y'd into the cp. Later, the team notified abiomed that there was anemia and blood products infused to support the patient and associated blood loss. Gi bleed and bleeding from the right groin cannula side were noted. Elevated plasma free hemoglobin was observed. Care was withdrawn and the patient expired when CT imaging revealed there was a subdural hematoma. Limb ischemia may be related to access-site vascular compromise and large-bore cannulation in the setting of critical illness and mechanical circulatory support. Bleeding may be due to access-site complications, anticoagulation requirements, and critical illness during impella and ECMO support. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, hemodynamic instability and concurrent ECMO support. Anemia may be attributed to ongoing blood loss from multiple sources, including gi bleeding and access-site bleeding, as well as hemolysis during mechanical circulatory support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as the patient presented in scai shock stage e.

Event description:
Clinical narrative (updated): an impella cp was inserted via the right femoral artery in a 74-year-old female admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support from the cp for coronary angioplasty procedure. During the procedure, when the impella repositioning sheath was advanced and contrast injected down the right leg via the side port, there was no flow observed. The patient was cannulated for va ECMO. The ECMO perfusion sheath was hooked to the ECMO cannula, then y'd into the cp. Later, the team notified abiomed that there was anemia and blood products infused to support the patient and associated blood loss. Gi bleed and bleeding from the right groin cannula side were noted. Elevated plasma free hemoglobin was observed. Care was withdrawn and the patient expired. Limb ischemia may be related to access-site vascular compromise and large-bore cannulation in the setting of critical illness and mechanical circulatory support. Bleeding may be due to access-site complications, anticoagulation requirements, and critical illness during impella and ECMO support. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, hemodynamic instability and concurrent ECMO support. Anemia may be attributed to ongoing blood loss from multiple sources, including gi bleeding and access-site bleeding, as well as hemolysis during mechanical circulatory support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as the patient presented in scai shock stage e.

Manufacturer narrative:
B5 and h6 updated based on the additional information received from the clinical site. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
Ischemia/anemia/major bleed/patient-device interaction: the cause of the injury was unable to be determined due to insufficient clinical details. Hemolysis/miwb: no logs were returned. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided. Hematoma/access site adverse event: the cause of the asae was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported ischemia and anemia could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 74 year old female who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support from the cp for coronary angioplasty procedure. During procedure, when the impella repositioning sheath was advanced and contrast injected down the right leg via the side port, there was no flow observed. On unknown day, the patient was cannulated for va ECMO. The ECMO perfusion sheath was hooked to the ECMO cannula, then y'd into the cp. On day 3 of support, care was withdrawn and the patient expired. Limb ischemia and death are known potential adverse event of the impella cp per the instructions for use.